Event description:
It was reported that 8 minutes into a bypass procedure the perfusionist noted the blood in the oxygenator was dark. A blood gas reading was taken and the partial pressure of oxygen was 45. The oxygenator was changed out to another monolyth oxygenator. The procedure continued without incident. No pt injury.